Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump and was instructed to continue using the pump, with guidance to call back if the malfunction recurred. The customer understood the instructions provided.